Event description:
A surgeon reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure in the right eye only. There was no pt injury/impact associated with this event. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.